Event description:
On 10/14/94 an aus device was implanted. On 1/20/95 the cuff and pump were revised. On 2/3/97 the cuff was revised. On 3/19/97 the entire device was removed from the pt due to infection.